Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient stated that on friday night she rolled over and felt like she could feel the lead move inside of her and that she then did not feel stimulation and felt her symptoms were returning. On (B)(6) 2018 the patient clarified that they didn't think the lead has moved because they still feel stim, but can feel the implant move inside of the pocket and it is painful. Patient had been concerned that ins movement could cause a lead to move. Patient was implanted (B)(6) 2018 and has had a change in symptoms since rolling over in bed on (B)(6) 2018 and feeling the implant move inside the pocket. Patient has increased stim from 1.7 v to 2.9 volts since then, can feel stim in the correct location, but is having frequency again. Patient was advised to contact their doctor. No further complications were reported or are anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1n87m, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 2022-01-11, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep). When asked what the cause of the lead movement and it not being placed right the rep reported it had not been determined if the lead had moved. The rep stated that if stimulation was increased it was felt vaginally, the healthcare provider also stated that the lead was placed correctly. The rep reported again that it was not determined that the lead had moved but the patient wanted the device explanted (and had the explant) so that they could get an MRI of their back. The patient did want it replaced after the MRI because they said it helped their urinary symptoms. No further complications were reported.

Manufacturer narrative:
Section d information references the main component. Other applicable components are: product ID 3889-28 lot# va1n87m implanted: (B)(6) 2018 product type lead h6: c63043 and c62917 apply to product ID: 3889-28 only medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient was having trouble with therapy and she had no idea who the people are to contact in her area. The patient stated that she thought the lead moved or dislodged and not placed right. The patient noted that it was causing a lot of pain and she felt the ins and lead moved a lot the same week of the surgery. The patient also mentioned that she couldn't sit up or move around because it was painful and she could feel the device on top of her skin protruding. There were no further symptoms or complications reported or anticipated.